Event description:
It was reported that a small volume intermate's bladder burst during filling. The device was being filled with calcium folinate. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The intermate was returned for evaluation. A visual inspection confirmed a ruptured bladder. Microscopic inspection identified markings on the exterior surface of the bladder were observed near the rupture line. The cause of the reported condition could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.